Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to motor failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed error 1870. He tried to remove. And replace the batteries multiple times and the alarm continues to return upon power up. Instructed patient to remove the batteries from the pump and clamp his tubing nearest port. Instructed patient to call his doctor now for further instructions. No patient injury. No additional information.